Event description:
Additional information received clarified that there was no device integrity issues with the limbs. The limbs were extended prophylactically.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be determined from the limited films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. It appears likely that the neck dilatation observed in the film led to the type ia endoleak, and it is possible that this was caused by disease progression. An endurant tube graft was seen implanted ~2 cm above the left renal artery which had been chimney¿d; resolving the endoleak. The common iliac artery which reportedly had dilated distal to the limb due to disease progression could not be assessed; images of the limbs were not seen in the returned films. Images from the intervention where the hypogastric artery was embolized and covered with a 16x10x93 limb were also not returned for review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48 mm in diameter abdominal aortic aneurysm. It was reported that on a follow scan, the supra renal aorta had expanded causing a proximal type I endoleak due to disease progression. There was not enough aortic neck to achieve seal below the renal arteries so the stent graft was extended to the sma using a 32x70 endurant cuff and snorkeling the left renal artery with another manufacturer¿s stent. The patients left kidney was atrophic and non-functioning however, the type ia endoleak resolved. In addition, the distal common iliac artery dilated distal to the limb due to disease progression. The hypogastric artery was embolized and covered with a 16x10x93 limb, resolving the event. No additional clinical sequelae were reported and the patient is fine.